Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147266 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 147266 and device part number 195-430h / lot 141431a. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported unconfirmed false negative results with the binaxnow covid-19 antigen self test. Per the consumer, the patient is symptomatic and was expecting a positive result. No additional information, including patient treatment and outcome was provided.